Event description:
A viatorr tips endoprosthesis was used for a tips procedure. During deployment, the deployment line became stuck causing only 1-2cm of the device to deploy. The device was removed through the introducer sheath and another device advanced through the same sheath and deployed without incident. The pt did not experience any adverse consequences.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. The investigation is in process pending the analysis of the returned device.